Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, a 2.5mm non-bsc balloon catheter was used for pre-dilation. Subsequently, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The device was replaced with a non-bsc balloon catheter and a non-bsc stent was deployed and completed the procedure. No patient complications were reported and the patient's status was good.